Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated wireform intact and moderate calcification on leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3mm at commissure 2 on the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Sewing ring was cut off and not returned with valve. Wireform was exposed all around the sewing ring on the inflow aspect of the valve. Customer report of pannus, calcific degeneration leading to decreased leaflet mobility and stenosis was confirmed through observed calcification and host tissue overgrowth. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 21mm valve was explanted after an implant duration of approximately 5 years and 11 months due to pannus and calcific degeneration leading to decreased leaflet mobility and stenosis (gradient 50 mmhg, area 0.7). The valve was reported to be like "gnaw". Patient was (B)(6) years old at implant. As reported, there were no signs of thrombosis, mismatch or endocarditis. A 23mm valve was implanted in replacement.